Event description:
Journal reference: stelzner s, kohler k, hellmich g, witzigmann h. [Indications and results of sacral nerve stimulation in faecal incontinence]. Zentralbl chir 2008;133(2):135-141. Sacral nerve stimulation (sns) is an effective and less invasive treatment of faecal incontinence (fi). Patient selection has evolved from strict criteria to a more liberal approach, since temporary testing reliably predicts the efficacy of permanent stimulation in fi of various aetiologies. Eleven patients with permanent stimulation were eligible for a minimum follow-up of 3 months. Median follow-up for this group was 10 (range 3-19) months. Reportable event: an operation related complication which occurred in a female patient was an injury to cutaneous nerves. This was associated with anesthesia in the affected dermatome.